Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor connection of flat plug and corrosion of flat cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to connection failure of the flat plug. The most probable cause is traced to component failure. Unable to determine the cause of the connection failure of the flat plug and corrosion of the flat cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image displayed. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.